Event description:
It was reported that the device did not fire on the initial firing. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.